Manufacturer narrative:
At this time the device has not been implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device not implanted. No patient involvement.